Event description:
It is reported that the post - op x-ray revealed slight subluxation. During the reoperation the liner was noted to be bent causing the subluxation.

Manufacturer narrative:
This report will be amended when our investigation is complete.